Event description:
It was reported that a patient with a sling device underwent an artificial urinary sphincter (aus) implant due to unspecified reasons. No information was provided about the patient's outcome.